Event description:
It was reported that when using the bd pyxis¿ anesthesia station es fingerprint scanner had no light or turns red.the customer reported that the machine was constantly power cycling and resetting, requiring nurses and providers to wait until it completed rebooting. The customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the fingerprint scanner had no light or turns red. A field service engineer removed the covers around the biometric identifier (bio ID) and rear all in one (aio) support, then loosened the wire ties holding the cables to allow proper slack. This ensured the wires to the bio ID were not pulled taut, preventing connection issues. The system functioned as intended after the field service engineer repaired the device.